Event description:
During a remote follow up, noise resulting in oversensing, inappropriate automatic mode switch, and pacemaker mediated tachycardia was observed on the right atrial (ra) lead. Ra lead damage was suspected but this was not confirmed. No intervention has been performed. The patient was stable.